Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported indicated that the accuracy test was not passed. During the accuracy test, the failure was neither confirmed nor replicated. Several measurements were taken, yielding: #1 20.4 ml, #2 20.4 ml, #3 20.4 ml. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.

Event description:
It was reported that fails accuracy test +11.8%. During testing.

Event description:
It was reported that the pump failed accuracy test, +11.8%. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.